Manufacturer narrative:
(B)(4). Product evaluation: product arrived (B)(6) 2014, and was forwarded to medtronic xomed on (B)(6) 2014. Once received and evaluated a supplemental will be filed to provide results. Method: no testing methods performed.

Manufacturer narrative:
Note: the return date on the initial MDR was the date the device arrived at the international hub. The device was incorrectly forwarded to another business unit on march 17, 2014, and received in at medtronic xomed on october 27, 2014. Returned to manufacturer: october 27, 2014. Received by manufacturer: october 28, 2014. Product evaluation: device received for analysis by qe. From visual evaluation, no obvious damage was observed on the device with unaided eye. A leak test was performed using a 10 ml syringe to inflate the cuff under water. Upon inflation, no water bubbles were noticed anywhere on the device. The cuff appeared to hold pressure when observed for several minutes. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when preparing for a thyroid surgery, the nurse inflated the balloon before intubating the patient to check it. She saw no problem but did not inflate it completely. Then she deflated the balloon and the anesthetist intubated the patient. After the surgery the anesthetist reported that they had a leakage and that they lost air through the balloon. During the whole surgery they had to inflate the tube again and again because of that leakage. There was no impact on the patient.